Manufacturer narrative:
Surgeon reported an infection after a cranial procedure in which duraseal was used. The patient was enrolled in the duraseal post market study. Surgeon reported that the infection was not device related. Surgeon reported the infection was attributed to "underlying disease and is related to surgical procedure." Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
Surgeon reported an infection after a cranial procedure in which duraseal was used. The patient underwent a craniotomy to remove a large meningioma tumor. The patient was enrolled in the duraseal post-market study. Patient was rehospitalized with a bone flap infection approx two months after the initial surgery. Antibiotics were administered. A re-operation was performed, which included debridement, evacuation of epidural granulomatous infected process, replacement of bone graft and placement of drains into the epidural and subgaleal space.